Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high and low blood glucose levels. The customer stated that she did not know whether her blood glucose meter nor her insulin pump were working. The low blood glucose reading in the morning was 31 mg/dl, which she treated for with juice and food. At the time of the call, the blood glucose reading was 371 mg/dl, which she treated using the insulin pump. The customer declined troubleshooting for the issue because she wanted to call lifescan to troubleshoot her blood glucose meter first. She advised that she would call back to troubleshoot for high blood glucose. Nothing further reported.